Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a cracked cartridge compartment. The patient had a blood glucose of 344 mg/dl with extreme thirst and urination. It is noted the patient was currently taking prednisone. This complaint is being reported because the reported issue was not resolved with troubleshooting, and because the patient experienced hyperglycemia.